Manufacturer narrative:
The returned device was evaluated and no damages or defects were found on the formed needle that would contribute to pain during insertion. No blood was observed on the adhesive pad. The cause of the reported event could not be conclusively determined. The exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. The cause and timing of the damage could not be conclusively determined. No damages or defects were found along the fluid path that would cause the device to leak. There were no tears or leaks found along the soft cannula during the leak test. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to 252 mg/dl. In addition the patient experienced pain at the infusion site and the pod was leaking during wear.